Event description:
The customer reported the pump does not work. During testing and investigation, a review of the device log showed multiple n56 (replace battery) messages. The battery was replaced. The probable cause for the n56 was a defective battery due to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.